Event description:
It was reported the pt's pump "leaked out everywhere". The pt was receiving morphine sulfate via the pump. The pt had experienced increased pain. The pt underwent a dye study in 2007 which demonstrated no abnormalities. The pump and catheter were replaced. The pt recovered without sequela. In 2008, the pt's spouse stated she believed the pump had failed secondary to rotor failure.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). The previously reported conclusion codes no longer apply to this event.